Event description:
Boston scientific received information that during implant procedure, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high shocking lead impedance measurements greater than 125 ohms. The rv lead was re-positioned twice and still exhibited an out of range impedance measurement. A small puncture in the insulation of the lead was noted. Additional information indicated that the cause was not determined. The rv lead was explanted and the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.